Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose while taking off in an airplane, with a measured glucose of 40 mg/dl, and was advised to disconnect from the pump if the aircraft is not properly pressurized; the user treated with fast-acting carbohydrates and returned to range. Symptoms included hypoglycemia. Outcomes included urgent low glucose. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported, and the event was associated with circumstances of air travel and potential cabin pressurization effects on pump delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.